Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) was confirmed. The monitor did not pass essential performance testing. The root cause of the shorted capacitor cannot be positively identified. There were no adverse events associated with the monitor malfunction. During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. The cause for the failure was a damaged response button dome. The root cause for the damaged dome could not be positively identified. There were no adverse events associated with the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.